Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right heart catheterization, the swan ganz catheter was twisted around the right ventricular (rv) lead and the rv lead dislodged when the catheter was removed. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.